Event description:
The technician alleged that the bed failed the ground resistance test. No pt impact.

Manufacturer narrative:
The technician found the ground was disconnected inside the power cord plug. The technician reconnected the ground in the power cord plug to resolve the issue.